Event description:
Maquet vasoview hemopro 2 endoscopic vein harvest kit lot #: 25124197, exp: 2017-04-08, non-functional. Noted during vein harvest. Troubleshooting first done by replacing non-disposable items. Device remained non-functional. Passed off of field, quarantined, and replaced.